Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor anomaly. The customer's blood glucose reading was 162 mg/dl. The customer reported that the transmitter does not blink when connected to the sensor. After troubleshooting, the customer stated that there is no cannula. The sensor will be returned for analysis.